Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic subtotal gastrectomy with esophagogastric anastomosis, was being applied for vascular clamping, the first titanium clip failed to close completely, resulting in a herringbone shape and the device became non-operational when the second clip was fired. The surgeon was unable to squeeze the handle. The issue was resolved by replacing the device with a different brand of vascular clip. No patient complications have been reported as a result of this event.